Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A viperwire guide wire and orbital atherectomy device (oad) were selected for treatment of a lesion in the circumflex artery, which was about 3mm in diameter and not tortuous. Prior to treatment and during advancement of the oad into the intended treatment area, the wire moved out of position while glideassist was active. The oad came into contact with the spring tip of the viperwire. When the wire was readjusted, imaging showed the wire tip had fractured. The fragment was left in vivo, and a stent was deployed over it. The patient was discharged the following day.